Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000375, lot number: unknown product ID: bi71000390, lot number: unknown product ID: bi71000391, lot number: unknown the system was serviced in the field and the battery cables were replaced. Codes b01, c02, and d02 apply. B17, c10, and d15 apply to the concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during servicing, when the medtronic representative (rep) would wiggle the cable assembly it would causes the image acquisition system (ias) to shut down. There was no patient involvement.